Event description:
During open heart surgery and the pt was on heart-kion lung machine. The y-piece was still connected. Gas analyzer sampled flow. How much? Pressure transducer was broken. Next time the y-piece was hooked up on left side, pressure transducer broke.